Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device becoming damaged by another device appears to be related to user technique and due to contact made between the first clip and second clip during repositioning of the second clip. The reported slda was a secondary effect to the interaction between the two clips. There is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system cds (70313u178) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70313u177) was advanced to the mitral valve, and the clip was implanted. The mr was reduced to moderate. The second cds (70313u178) was advanced; however, when the clip was being retracted through the valve for repositioning, it interacted with the first implanted clip, causing the first clip to detach from the anterior leaflet and remain attached to the posterior leaflet (slda). The second clip was placed lateral of the slda clip and a third clip was implanted medial of the slda clip for stabilization. Three clips were implanted, reducing mr to 1-2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.